Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guidewire coating issue occurred. A 035/260/1 amplatz super stiff guidewire was used and crossed the lesion. However, the product was defective, and was not working properly. It was also noted the coating of the guidewire sheared off. The device was removed, and the procedure was completed with different device. There were no patient complications reported.